Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), pancreatitis ("pancreatitis"), the first episode of colon cancer ("sigmoid colon cancer"), genital haemorrhage ("abnormal bleeding (general)") and the second episode of colon cancer ("sigmoid colon cancer") in a 39-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two trailing coils on the right side". The patient's past medical history included hypertension, hypothyroidism and pancreatitis (date of treatment 2015). Previously administered products included for an unreported indication: protonix, xanax, oxycodone, amlodipine, atenolol, celexa, citalopram, colace, hydrocodone, ketorolac, lorazepam, pantoprazole, paroxetine, percocet, tramadol, vitamin d and acetaminophen. Concurrent conditions included obesity, peptic ulcer disease, hemangioma of liver and cholecystectomy. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("upper stomach and leg rashes"). In (B)(6) 2005, the patient experienced pancreatitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin problems / skin changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2006, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problem"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced pollakiuria ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced tooth fracture ("dental problems: teeth broken"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes: mood swings"), dyspepsia ("digestive disorder"), gastrointestinal disorder ("gastrointestinal disorder") and alopecia ("hair loss"). In 2013, the patient experienced the first episode of vulvovaginal pain ("pain intervaginal"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). In 2015, the patient experienced pruritus ("intense itching"). In (B)(6) 2015, the patient experienced allergy to metals ("titanium allergy / nickel allergy"). On (B)(6) 2017, 11 years 11 months after insertion of essure, the patient experienced the first episode of colon cancer (seriousness criterion medically significant) and the second episode of colon cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of vulvovaginal pain ("pain inter vaginal"), fatigue ("fatigue"), liver disorder ("liver problem") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant, total abdominal hysterectomy, bilateral salpingoophorectomy) and surgery (underwent gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, mood swings, allergy to metals, female sexual dysfunction, pruritus, pollakiuria, migraine, headache, nausea, tooth fracture, dysmenorrhoea, dyspareunia, the last episode of vulvovaginal pain, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, dyspepsia, gastrointestinal disorder, weight increased, alopecia, rash and the last episode of colon cancer outcome was unknown, the pancreatitis, skin disorder, liver disorder and arthralgia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, liver disorder, menorrhagia, migraine, mood swings, nausea, pancreatitis, pelvic pain, pollakiuria, pruritus, rash, skin disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of colon cancer, the first episode of vulvovaginal pain, the second episode of colon cancer and the second episode of vulvovaginal pain to be related to essure. The reporter commented: essure removal detail: no evidence of perforation of essure devices on either side .patient tolerated procedure well. There were three trailing coils in the uterine cavity on the left side, two trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: everything was functioning and was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), pancreatitis ("pancreatitis"), colon cancer ("sigmoid colon cancer") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hypothyroidism and pancreatitis (date of treatment 2015). Previously administered products included for an unreported indication: protonix, xanax, oxycodone, amlodipine, atenolol, celexa, citalopram, colace, hydrocodone, ketorolac, lorazepam, pantoprazole, paroxetine, percocet, tramadol, vitamin d and acetaminophen. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced bladder disorder ("bladder problem"), dysuria ("urinary problems") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hormone level abnormal ("hormonal changes"), dyspepsia ("digestive disorder"), gastrointestinal disorder ("gastrointestinal disorder") and alopecia ("hair loss"). In 2013, the patient experienced the first episode of vulvovaginal pain ("pain intervaginal"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). In 2015, the patient experienced skin disorder ("skin problems / skin changes") and pruritus ("intense itching"). In july 2015, the patient experienced allergy to metals ("titanium allergy / nickel allergy"). In august 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 11 years 11 months after insertion of essure, the patient experienced colon cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pancreatitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), the second episode of vulvovaginal pain ("pain inter vaginal"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), liver disorder ("liver problem") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant, hysterectomy (full), salpingectomy, oophorectomy) and surgery (underwent gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colon cancer, genital haemorrhage, menorrhagia, vaginal haemorrhage, hormone level abnormal, allergy to metals, female sexual dysfunction, pruritus, bladder disorder, dysuria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, the last episode of vulvovaginal pain, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, dyspepsia, gastrointestinal disorder, weight increased and alopecia outcome was unknown, the pancreatitis, skin disorder, liver disorder and arthralgia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, colon cancer, depression, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, liver disorder, menorrhagia, migraine, nausea, pancreatitis, pelvic pain, pruritus, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in december 2015: everything was functioning and was in place. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- pelvic pain,abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: titanium allergy, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/anxiety, rashes or skin conditions type: skin problems, intense itching, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: sigmoid colon cancer, abdominal pain, vaginal discharge, vision/eye problems, fatigue, gastrointestinal or digestive system condition, weight gain, hair loss, other injury(ies) or complication (s) please describe: pancreatitis, skin changes,surgery (other) type of surgery: gall bladder removal. Lot number, concomitant disease, historical condition, historical drug were incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), pancreatitis ('pancreatitis'), colon cancer ('sigmoid colon cancer'), genital haemorrhage ('abnormal bleeding (general)') and malignant neoplasm of sigmoid colon ('sigmoid colon cancer') in a 39-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two trailing coils on the right side". The patient's medical history included anxiety in 2005, hypertension, hypothyroidism and pancreatitis (date of treatment 2015). Previously administered products included for an unreported indication: protonix, xanax, oxycodone, amlodipine, atenolol, celexa, citalopram, colace, hydrocodone, ketorolac, lorazepam, pantoprazole, paroxetine, percocet, tramadol, vitamin d and acetaminophen. Concurrent conditions included obesity, peptic ulcer disease, hemangioma of liver and cholecystectomy. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), horrific cramping") and rash ("upper stomach and leg rashes"). In (B)(6) 2005, the patient experienced pancreatitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin problems / skin changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2006, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problem"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced pollakiuria ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced tooth fracture ("dental problems: teeth broken"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes: mood swings"), dyspepsia ("digestive disorder"), gastrointestinal disorder ("gastrointestinal disorder") and alopecia ("hair loss"). In 2013, the patient experienced vulvovaginal pain ("pain intervaginal") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pruritus ("intense itching"). In (B)(6) 2015, the patient experienced allergy to metals ("titanium allergy / nickel allergy"). On (B)(6) 2017, the patient was found to have colon cancer (seriousness criterion medically significant) and malignant neoplasm of sigmoid colon (seriousness criterion medically significant), 11 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("liver problem"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove essure implant, total abdominal hysterectomy, bilateral salpingoophorectomy and underwent gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colon cancer, genital haemorrhage, menorrhagia, vaginal haemorrhage, mood swings, allergy to metals, female sexual dysfunction, pollakiuria, migraine, headache, nausea, tooth fracture, dyspareunia, vulvovaginal pain, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, dyspepsia, gastrointestinal disorder, weight increased, alopecia, rash and malignant neoplasm of sigmoid colon outcome was unknown, the pancreatitis, skin disorder, pruritus, dysmenorrhoea, liver disorder, arthralgia and abdominal pain upper had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, colon cancer, depression, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, liver disorder, menorrhagia, migraine, mood swings, nausea, pancreatitis, pelvic pain, pollakiuria, pruritus, rash, skin disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and malignant neoplasm of sigmoid colon to be related to essure. The reporter commented: essure removal detail: no evidence of perforation of essure devices on either side .patient tolerated procedure well. There were three trailing coils in the uterine cavity on the left side, two trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: everything was functioning and was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and medical history added. Events intense itching and dysmenorrhea (cramping), horrific cramping outcome updated. Events stomach pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), pancreatitis ("pancreatitis"), the first episode of colon cancer ("sigmoid colon cancer"), genital haemorrhage ("abnormal bleeding (general)") and the second episode of colon cancer ("sigmoid colon cancer") in a 39-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hypothyroidism and pancreatitis (date of treatment 2015). Previously administered products included for an unreported indication: protonix, xanax, oxycodone, amlodipine, atenolol, celexa, citalopram, colace, hydrocodone, ketorolac, lorazepam, pantoprazole, paroxetine, percocet, tramadol, vitamin d and acetaminophen. Concurrent conditions included obesity, peptic ulcer disease, hemangioma of liver and cholecystectomy. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("upper stomach and leg rashes"). In (B)(6) 2005, the patient experienced pancreatitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin problems / skin changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2006, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problem"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced pollakiuria ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced tooth fracture ("dental problems: teeth broken"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes: mood swings"), dyspepsia ("digestive disorder"), gastrointestinal disorder ("gastrointestinal disorder") and alopecia ("hair loss"). In 2013, the patient experienced the first episode of vulvovaginal pain ("pain intervaginal"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). In 2015, the patient experienced pruritus ("intense itching"). In (B)(6) 2015, the patient experienced allergy to metals ("titanium allergy / nickel allergy"). On (B)(6) 2017, 11 years 11 months after insertion of essure, the patient experienced the first episode of colon cancer (seriousness criterion medically significant) and the second episode of colon cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of vulvovaginal pain ("pain inter vaginal"), fatigue ("fatigue"), liver disorder ("liver problem"), arthralgia ("joint pain") and device deployment issue ("two trailing coils on the right side"). The patient was treated with surgery (to remove essure implant, total abdominal hysterectomy, bilateral salpingoophorectomy) and surgery (underwent gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, mood swings, allergy to metals, female sexual dysfunction, pruritus, pollakiuria, migraine, headache, nausea, tooth fracture, dysmenorrhoea, dyspareunia, the last episode of vulvovaginal pain, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, dyspepsia, gastrointestinal disorder, weight increased, alopecia, rash, the last episode of colon cancer and device deployment issue outcome was unknown, the pancreatitis, skin disorder, liver disorder and arthralgia had resolved and the depression and anxiety had not resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, liver disorder, menorrhagia, migraine, mood swings, nausea, pancreatitis, pelvic pain, pollakiuria, pruritus, rash, skin disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of colon cancer, the first episode of vulvovaginal pain, the second episode of colon cancer and the second episode of vulvovaginal pain to be related to essure. The reporter commented: essure removal detail: no evidence of perforation of essure devices on either side .patient tolerated procedure well. There were three trailing coils in the uterine cavity on the left side, two trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: everything was functioning and was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Event onset dates added. Event hormonal changes, bladder or urinary problems or changes and dental problems were updated to mood swings, frequent urination and teeth broken respectively. Events upper stomach and leg rashes, sigmoid colon cancer and two trailing coils on the right side added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), pancreatitis ('pancreatitis'), colon cancer ('sigmoid colon cancer') and malignant neoplasm of sigmoid colon ('sigmoid colon cancer') in a 39-year-old female patient who had essure (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two trailing coils on the right side". The patient's medical history included anxiety in 2005, hypertension, hypothyroidism and pancreatitis (date of treatment 2015). Previously administered products included for an unreported indication: protonix, xanax, oxycodone, amlodipine, atenolol, celexa, citalopram, colace, hydrocodone, ketorolac, lorazepam, pantoprazole, paroxetine, percocet, tramadol, vitamin d and acetaminophen. Concurrent conditions included obesity, peptic ulcer disease, hemangioma of liver and cholecystectomy. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), horrific cramping") and rash ("upper stomach and leg rashes"). In (B)(6) 2005, the patient experienced pancreatitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin problems / skin changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2006, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problem"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2007, the patient experienced pollakiuria ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced tooth fracture ("dental problems: teeth broken"). In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes: mood swings"), dyspepsia ("digestive disorder"), gastrointestinal disorder ("gastrointestinal disorder") and alopecia ("hair loss"). In 2013, the patient experienced vulvovaginal pain ("pain intervaginal") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pruritus ("intense itching"). In (B)(6) 2015, the patient experienced allergy to metals ("titanium allergy / nickel allergy"). On (B)(6) 2017, the patient was found to have colon cancer (seriousness criterion medically significant) and malignant neoplasm of sigmoid colon (seriousness criterion medically significant), 11 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("liver problem"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain"), back pain ("back pain") and tooth infection ("tooth infection") and underwent tooth extraction ("had 3 pulled teeth"). The patient was treated with surgery (to remove essure implant, total abdominal hysterectomy, bilateral salpingoophorectomy and underwent gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colon cancer, genital haemorrhage, menorrhagia, vaginal haemorrhage, mood swings, allergy to metals, female sexual dysfunction, pollakiuria, migraine, headache, nausea, tooth fracture, dyspareunia, vulvovaginal pain, abdominal pain, vaginal discharge, visual impairment, eye disorder, fatigue, dyspepsia, gastrointestinal disorder, weight increased, alopecia, rash, malignant neoplasm of sigmoid colon, back pain, tooth extraction and tooth infection outcome was unknown, the pancreatitis, skin disorder, pruritus, dysmenorrhoea, liver disorder, arthralgia and abdominal pain upper had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, colon cancer, depression, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, liver disorder, menorrhagia, migraine, mood swings, nausea, pancreatitis, pelvic pain, pollakiuria, pruritus, rash, skin disorder, tooth extraction, tooth fracture, tooth infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and malignant neoplasm of sigmoid colon to be related to essure. The reporter commented: essure removal detail: no evidence of perforation of essure devices on either side .patient tolerated procedure well. There were three trailing coils in the uterine cavity on the left side, two trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: everything was functioning and was in place.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event ¿back pain¿, ¿had 3 pulled teeth¿, ¿tooth infection¿ added. Reporters added. On 20-mar-2020: processed with follow up 12. On 20-mar-2020: processed with follow up 12. On 20-mar-2020: processed with follow up 12. On 20-mar-2020: processed with follow up 12. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.